Event description:
"This is a spontaneous case report received by baxter from a home care nurse. This case refers to a patient who has been receiving parenteral nutrition using a 6060 multi therapy pump and the matching solution set since some years for crohn's disease. Daily nutrition is composed of nutriflex comp 1000 ml, intralipid 20% 250 ml, vitalipid adult 1 ampoule. Recently the patient observed on two occurrences that the pump (ser.no. Not reported) did not stop despite air in the tubing. A matching solution set (lot.no. Not reported) was used. The pump was manually stopped before air was infused. The pump was replaced by another pump subsequently. Reportedly, the final nutrition solution is always prepared by the patient. Vitalipid and intralipid are mixed into the nutriflex comp bag. No significant amounts of air are normally present in the bag before the start of the infusion.